Manufacturer narrative:
(B)(4). There was no problem found during visual inspection and no failure was found during performance test. The returned device met all specifications. The reported complaint was not confirmed and the root cause was not identified. The previous servicing did not contribute to the reported problem.

Manufacturer narrative:
(B)(4).the device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
A customer contacted baxter (B)(4) regarding a burnt odor coming from a homechoice (hc) machine. The smell was noticed during therapy. The technical service representative (tsr) staff arranged to swap the instrument. There was patient involvement. There was no patient injury or medical intervention.